Event description:
A malfunction alarm was reported by the customer. The customer's blood glucose level was noted to be 10.8 mmol/l, which is within the normal range. Technical support provided information and assistance for resetting the pump, and the customer successfully reset the device without further issues. The customer was advised to continue using the pump and to contact support if the problem recurred.